Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level elevated after eating and continued to rise to 280 mg/dl after the customer delivered a bolus for a meal. The bg level was addressed with a bolus via the pump and a manual injection. The cause of the elevated bg was unknown. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.